Manufacturer narrative:
The device was returned to olympus and the evaluation found reportable findings: scratches on the main body (lens), discoloration of electrical contacts, free lock lever corrosion, and image defects. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device exhibited scratches on the main body (lens), discoloration of electrical contacts, free lock lever corrosion and image defects. There was no patient involvement.